Manufacturer narrative:
Follow-up # 1 date of submission 09/10/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/21/2013 with the following findings:during a visual examination of the pump, the keypad cover was observed to be peeling at the up arrow button. During testing, all of the keypad buttons were unresponsive; however, none were sticking. The keypad cover was removed and contamination was found under all key contacts. Unrelated to the complaint, moisture was observed in the pump battery compartment. A leak and crack in the battery compartment were found after performing a leak test. The pump case was opened and no further evidence of moisture was observed.

Manufacturer narrative:
Animas has requested the subject products to be returned for evaluation however the products have not yet been returned or evaluated. If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up and down buttons on the pump are sticking. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.